Event description:
During a cataract extraction procedure, the physician inadvertently engaged the capsular bag during aspiration and two pieces of the lens fell into the retina. The patient will be referred to a retinal specialist for treatment.